Event description:
It was reported by the patient that they were experiencing pain and discomfort at the site of implant and other parts of the body. The implantable cardiac monitor was explanted on (B)(6) 2013. Following explant, the pain did not subside entirely.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.